Event description:
A 0.027 phenom microcatheter was navigated over a 0.014 microwire beyond the aneurysm into the right mca. On attempt to advance the guide catheter into the petrous segment, the guide would not advance further. The wire was then removed with some resistance and the microcatheter fell more proximal into the internal carotid artery. Attempt to advance another 0.014 microwire up met resistance. At this point, md was concerned about debris in the microcatheter so it was removed again with difficulty. Position of the guide catheter was checked under fluoro and was observed to have prolapsed down into the brachiocephalic artery. As the guide catheter was reduced into a more favorable position, md observed the forward movement of what appeared to be the distal tip of the microcatheter through the guide. Md immediately disconnected the flush and put a 20cc flush syringe to the catheter under suction with immediate plugging. Guide was removed under suction and expressed the tip of the catheter onto the back table. Md quickly replaced the flush to the guide and navigated the system of guide and simmons select insert over a 035 wire back into the right common carotid artery. No retained product in patient and procedure completed.